Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report.

Event description:
It was reported that puncture closure was attempted using a proglide device with a 5f sheath after a coronary angiogram. Reportedly, imaging of the vessel was not performed prior to proglide use. A proglide cuff miss was noticed. Another proglide was attempted with resistance during insertion and became stuck in the patient's groin when pulling back on the proglide. It looks as if the needle plunger was popped up. The patient had variant anatomy with the profunda positioned behind the superficial femoral artery (sfa). The initial stick had appeared to have passed through the sfa, femoral vein, and picked up the profunda. There was scarring in the groin from previous procedures and calcium was present. The physician felt the patient's anatomy may have contributed to the issues. The patient was sent to surgery and the proglide was removed. A small dissection was found. The dissection was repaired and surgical closure was used to achieve hemostasis. Hospitalization was prolonged. The patient is doing well. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: analysis was performed on the returned device. The reported device difficulty inserting/positioning the device, premature deployment (it looked as if the needle plunger had popped up) and device entrapment (inability to remove the device) could not be replicated in a testing environment as they resulted from procedure circumstance. A femoral angiogram was not performed. It should be noted that the perclose proglide instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The IFU also states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported inability to remove the device and subsequent treatment appears to be related to circumstances of the procedure due to interaction with the anatomy and downward force applied during device insertion attempt. The reported difficulty inserting the device and premature deployment appears to be related to tight tissue tract not accommodating the outer diameter of the device during insertion. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.